Manufacturer narrative:
B5: additional information received; no significant blood loss was observed from the sentrant sheath when the side port detached. The patient was administered albumin for volume replacement, but no blood transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image received for analysis. Image depicts the device in a pouch. The side port extension assembly has detached and can be seen alongside the sheath. Product analysis sideport extension assembly had detached prior to device return and was not received for analysis. No additional deformation was evident to the sideport or the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair involving a sentrant sheath, the side port fell off, causing bleeding from the port. After the sheath was removed, the wire access was lost, resulting in a delay of treatment and necessitating manual pressure to be applied to the site. The patient was admitted to the critical care unit and brought back to the catheter lab 2 days later to finish the evar procedure. Per the physician, the cause of the event cannot be determined. No additional sequelae were reported and the patient will be monitored.